Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal unknown concentration for a total dose of 625 mg/day via an implantable pump. It was reported the patient mentioned they have been having problems with their pump for the last 18 months. The patient's hcp (healthcare professional) has been unavailable and left the medical facility. It was noted the patient was transferred to another hcp who has been filling their pump and managing the pump with adjustments. The patient mentioned that now it has come to the point that their pump was really causing them harm. It was noted other hcps stated that the "imperfect dosage" was causing side effects like esophageal paralysis, choking episodes. The patient note they are a quadriplegic, which would not be good if they were to choke. The patient noted that as soon as their pump hits 20 cc, their dosage is not consistent and they get symptomatic and goes through withdrawal. It was noted when they fill their pump to 40 cc again they are fine. The patient has tried contacting their managing physician and has an appointment with their hcp tomorrow (B)(6) 2020. Additional information was received on 2020-mar-02 from the consumer via the manufacturer's representative (rep). It was reported again that the patient believed that they would start getting withdrawal effects when the pump gets to under 20 ml of drug. It was confirmed that there were no issues with the patient's logs or with their catheter patency. This issue had been going on for 2 years. No further complications were reported.